Event description:
It was reported that during a photo vaporization of the prostate, upon reaching 147,000 j, the laser fired forward and then entered standby mode. Additionally, the plastic coating of the fiber appeared bent. The fiber was continuously irrigated with solution. The device was cleaned only once, and an independent rotation was observed. After the fiber was replaced, the procedure was completed without any patient complications.

Event description:
It was reported that during a photo vaporization of the prostate, upon reaching 147,000 j, the laser fired forward and then entered standby mode. Additionally, the plastic coating of the fiber appeared bent. The fiber was continuously irrigated with solution. After the fiber was replaced, the procedure was completed without any patient complications.